Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient entered bg valued outside the 40-400 range. The t:slim g4 user's guide states: use only blood glucose values between 40-400 mg/dl for calibration. If one or more of your values is outside of this range, the receiver will not calibrate. At the time of contact, no injury or medical intervention was reported.